Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-23, serial/lot #: (B)(4), ubd: 14-apr-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a previously implanted surgical aortic valve, the valve was fully deployed. After released, the valve dislodged. A second transcatheter valve (f072441) was attempted. The second, replacement valve dislodged as well. Both valves were reported to be located in the ascending aorta. The implanting physician elected to utilize a non-medtronic balloon expandable valve. The non-medtronic valve was implanted successfully. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a previously implanted surgical aortic valve, the valve was fully deployed. After released, the valve dislodged. A second transcatheter valve was attempted. The second, replacement valve dislodged as well. Both valves were reported to be located in the ascending aorta. The implanting physician elected to utilize a non-medtronic balloon expandable valve. The non-medtronic valve was implanted successfully with a final gradient of 10 mmhg and a "slight leak". No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b7. Relevant history h6. Eval code method; eval code conclusion product analysis: the valves remain implanted located in the ascending aorta; analysis of the devices was not possible. In addition, the patient summary was not provided for anatomical review. However, twenty-seven procedural angiograms were submitted to medtronic for review. The patient appears to have an existing surgical valve of unknown type and size. A pre-implant balloon aortic valvuloplasty was performed. Angiograms show the valve being deployed in a surgical aortic valve (sav); the inflow portion of the valve frame was very constrained within the sav. However, no angiograms submitted show a released valve, nor a dislodged valve, nor any other valve being implanted. Conclusion: the device history record was not required for either of the devices as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that each device met specification requirements prior to release from the manufacturing facility. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and several others. Dislodge events are typically not related to a device malfunction. Given the information available and procedural images provided, medtronic could not determine the reason for the dislodgement. There is not enough information to provide a conclusion to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.